Event description:
It was alleged that a nurse was at the foot of a procuity bed and caught her foot by the side rail and fell. The nurse was not hurt.

Event description:
It was alleged that a nurse was at the foot of a procuity bed and caught her foot by the side rail and fell. The nurse was not hurt. Further investigation identified that there was no defect alleged with the bed. The customer confirmed that no further action was required.

Manufacturer narrative:
The b5 summary and section h codes have been updated to reflect the findings of the completed investigation.